Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the electrogram, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing noted due to post-paced t-wave oversensing. Programming changes were discussed; however, no intervention was made per patient¿s request.